Event description:
Reportedly, during a follow-up that occurred on (B)(6) 2023, a ventricular threshold increase was noted from 0.5v (during the implantation) to 2v. The ventricular auto-threshold curve revealed that since the implantation the threshold is constantly increasing. A reintervention is planned but not yet scheduled.

Manufacturer narrative:
Analysis summary: the review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the provided patient files revealed a progressive increase of the ventricular threshold since the implantation, which reach 2v on (B)(6) 2023. As reported, a re-intervention was performed on (B)(6) 2024 to replace the lead by another one. As the lead was discarded and could not be returned for investigation, the exact root-cause of the event could not be determined. The most likely hypothesis is related to an insufficient fixation of the lead to the ventricle that may have led to a lead dislodgement. Lead dislodgement could also have occurred due to external factors, such as patient physiology, or physician preferred implant site. However, since no x-rays were provided, this hypothesis could not be confirmed. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, during a follow-up that occurred on (B)(6) 2023, a ventricular threshold increase was noted from 0.5v (during the implantation) to 2v. The ventricular auto-threshold curve revealed that since the implantation the threshold is constantly increasing. A reintervention is planned but not yet scheduled.